Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. D4: batch # unk. B3: event day and month unknown. Captured as (B)(6)2024. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure? What is pr bleed? Was the patient¿s post-op care altered? How was the day 1 post-op bleeding addressed? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number c9eg4l, and no non-conformances were identified.

Event description:
It was reported that intra-op staple line bleed using ech60s and gst60b in a hemicolectomy case: (B)(4)): left hemicolectomy - post-op day 1 pr bleed.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2024. Additional information received: from sales rep: date of adverse event: 23 sept 2024. Patient outcome: clarified with surgeon: post-op pr bleed was classified as clavien-dindo grade I. Recovered, no changes to post-op management.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2024. Additional event information: have been unable to get the surgeons to provide some of the requested information. ¿ reloads looked normal and fired reloads also did not show the presence of missing staples. ¿ bleeding was controlled with metal clips. ¿ blood loss cannot be advised, no transfusion required. As for the case with post-op pr bleed, pr bleeding essentially means presence of blood in the rectum after the surgery, it could indicate a potential bleed in the third fire for the intracorporeal anastomosis. However, surgeon informed me that no scope was performed and the bleed eventually went away. More than 1 reload was fired and the bleed only occurred in 1 of the fire.

Manufacturer narrative:
(B)(4). Date sent: 11/27/82024 corrected data: b1 (adverse event "no") b2 (is intervention required "no") h1 (malfunction)).